Event description:
On (B)(6) 2010, wife reported the up and down buttons on the infusion device were not functioning properly. Wife does not know when this first occurred. Wife reported the up and down buttons "will not push at all." Patient has used this infusion device for at least 2 years and boluses 6-8 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Patient switched to backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.